Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c is available in the USA with a 510k number k131902. Evaluation summary: it was caused due to an excessive force applied on the water jet tube and a fluid damage in the cmos module. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The image is foggy, misty; the jet channel is leaky.